Manufacturer narrative:
Consumer reported having issues with the solution not fully neutralizing. The product was not returned for evaluation.

Event description:
Consumer reported having issues with the solution not fully neutralizing. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests that the device may have malfunctioned as a result of variability of the neutralization.